Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary a female patient experienced a serious adverse event of increased blood glucose and blood glucose fluctuation in 2013. On (B)(6) 2017, the patient reported the injection button on her humapen ergo ii device could not be pushed down even after trying to change the needle. The device was not returned to the manufacturer for investigation (batch number 1011d02, manufactured november 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of this batch did not identify any atypical findings with regard to dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Troubleshooting of the device was provided by a trained professional by having the patient attach a new needle to the device and priming. After troubleshooting, the device functioned normally. The patient used the device for 8 years, which is beyond its approved use life. The user manual states the humapen ergo ii has been designed to be used for up to 3 years after first use. Based on the timeline when the serious adverse events occurred (increased blood glucose and blood glucose fluctuation) and the complaint that the injection button could not be pushed down was reported, it is unlikely that the injection button issue was related to the serious adverse events. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the event of increased blood glucose or blood glucose fluctuation.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), with additional information from the initial reporter, concerned an (B)(6) female patient of unknown origin. Medical history and concomitant medication were not provided. The patient received human insulin (rdna) injection (humulin r 3 ml: 300iu) cartridge via reusable pen (humapen ergo ii blue plastic) for the treatment of diabetes type I beginning in (B)(6) 2009. Dosage regimen and route of administration were not provided. In 2013 she experienced high blood glucose and her blood glucose fluctuated (units or values were not provided); therefore she was hospitalized. Additional details regarding hospitalization were not provided. On (B)(6) 2017, the injection button of the humapen ergo ii could not be pushed down even after trying to change the needle ((B)(4) / lot: 1011d02). Information regarding corrective treatment and outcome of the events was not provided. Human insulin therapy was continued. The training status and operator of the device were not provided. The duration of use for the device model was approximately eight years. The device was not returned to the manufacturer for investigation. The reporting consumer did not provide assessment of relatedness between the events and human insulin therapy. Update 11-may-2017: this case was considered to be non-valid as there was no identifiable product. Update 16-may-2017: this case was initially considered to be non-valid; no suspect drug and no adverse event (hospitalization described only). Additional information was received on 09-may-2017 from affiliate regarding pc number and on 12-may-2017 from the initial reporter that contained valid product and event information (information from 09-may-2017 and from 12-may-2017 were processed at the same time). Human insulin was added as suspect drug. Added the serious events of blood glucose increased and blood glucose fluctuation. Added diabetes type I as indication for use. Humapen ergo ii device was changed from concomitant to suspect. Narrative was added including the new information. Update 18may2017: upon review, this case was opened to updated the medwatch and european and canadian required device reporting elements for regulatory reporting. Edit 22may2017: upon review, this case was reopened to clarify the temporal relationship of the events and product complaint. Update 26may2017: additional information received on 25may2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, and the device was not returned to the manufacturer for investigation. Added date of manufacturer. Corresponding fields and narrative updated accordingly. Edit 23jun2017: updated the medwatch and european and canadian required device reporting elements for regulatory reporting.